Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during a pancreatic duct removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel came out from the spyscope ds; it was removed and the physician noted that the working channel protruded from the tip. No part of the device detached and the procedure was completed with another of the same device. There were no patient complications and the patient was reported without injury.

Manufacturer narrative:
A visual examination of the spyscope ds device found that the catheter was kinked in several locations. The working channel sleeve extended from the distal cap when received. The distal tip would articulate without issue. The distal tip was not loose. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The complaint was consistent with the reported event of the working channel sleeve protrusion. Most likely, the defect was due to some operational or anatomical aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the pancreatic duct during a pancreatic duct removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel came out from the spyscope ds; it was removed and the physician noted that the working channel protruded from the tip. No part of the device detached and the procedure was completed with another of the same device. There were no patient complications and the patient was reported without injury.